Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sensor forehead pulse oximetry sensor displayed a low spo2 reading of 60¿65% while applied to the forehead under fluorescent lighting and secured with a wrap, and the patient did not appear clinically consistent with that saturation level. The sensor site was reportedly checked/changed regularly, the skin condition and circulatory status were intact, poor circulation at the site was not suspected, there were no skin temperature abnormalities, no cosmetic coloring at the site, and no intravascular dyes were administered. A finger sensor was then applied and showed spo2 readings of approximately 92¿98%, and an arterial blood gas test showed normal oxygen levels in the blood. Based on these findings, nursing staff suspected the sensor forehead sensor was providing an incorrect spo2 reading. No patient complications have been reported as a result of this event.